Manufacturer narrative:
Zoll has received the zoll catheter, however, investigation is pending . A supplemental report will be filed when the investigation has been completed.

Event description:
During ivtm therapy, the patient was in for fever due to head injury and the catheter was placed into patient's left jugular. The customer reported that when they were changing the saline bag every shift, they observed leak coming from the solex 7 catheter. The therapy continued with a new catheter. No known impact or consequence to patient was reported.

Manufacturer narrative:
The reported complaint of a solex 7 catheter leak was confirmed during function testing. A bond leak was observed at the proximal end of serpentine balloon. No physical damaged observed on the returned catheter during visual inspection. Blood had accumulated / dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of serpentine balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for solex 7 catheter with lot number 82865. (B)(6) reported on september 27, 2018 due to bond leak was observed at the proximal end of serpentine balloon.